Event description:
Per the clinic, the patient sustained a head trauma resulting in a lack of osseointegration on (B)(6) 2015, resulting in fixture loss. The device is not available for analysis.

Manufacturer narrative:
(B)(4). The device is not available for analysis.